Event description:
Pt stating pump recently received was not working; per pt pump does wind up but pump does not push the plunger. Pt did not miss medication dose. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number: (B)(6). No further details were provided by the patient at the time of this report. Diagnosis for use: nonfamilial hypogammaglobulinemia.